Manufacturer narrative:
Event reported conservatively at this time based on additional information received that indicated a possibly reportable event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that residual aneurysm (raymond roy class 3) was noted on imaging performed during follow-up visit on (B)(6) 2019.  There was no mention of additional intervention needed.  The file will be closed as staging record. The patient was undergoing pipeline embolization treatment of an unruptured saccular side branch aneurysm measuring 3.8mm x 4.0mm x 2.9mm (dia, hgt, neck) located in the c7 segment of the left internal carotid artery (ica). Post procedural angiography showed significant stasis and raymond roy class 1 and raymond roy class 3 residual aneurysm one month post procedure with parent artery stenosis 0-25%. 1. Site reported residual aneurysm (raymond roy class 3) was noted in imaging performed on (B)(6) 2019 2. Site reported residual aneurysm (raymond roy class 3) was noted in imaging performed on (B)(6) 2019 additional information received reported that core lab image review of 180-day follow-up images from (B)(6) 2019 noted ongoing stenosis of 25-50%. There was no device malfunction alleged. Additional information received reported that "per corelab image [reading] of the [6 month] dsa/3d dsa/flat panel ctqa imaging on 01 -jul-2019, the corelab identified the following: - pipeline fish-mouthing of the distal end (25-50% of the braid diameter. - pipeline braid collapse" there were no reported associated patient symptoms or additional actions/interventions taken.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting the cause of the pipeline fish-mouth/collapse was unknown. There were no related patient symptoms or additional complications associated with the reported pipeline device issue, as there are no adverse events reported for this patient. This event did not result in hospitalization. There was no additional treatment or intervention required to address the pipeline device fish-mouth/collapse. Additional information was received reporting there was pipeline fish-mouthing at the distal end with onset date of (B)(6) 2019. This deficiency occurred in the internal carotid artery (ica). Aneurysm dome width was 4.6mm. Parent artery diameter distal to aneurysm was 3mm. Parent artery diameter proximal to aneurysm was 4mm. There was complete neck coverage at the end of the procedure. The device was successfully implanted in the patient. Wall apposition was achieved. Anterior chorodial and posterior communicating side branches were covered by the pipeline device.

Event description:
Additional information was received reporting the index procedure took place on (B)(6) 2019. Corelab did not report evidence of pipeline fish-mouthing per the index procedure imaging. It was unknown if the pipeline had been placed in a vessel bend when it failed to open. Site does not report use of any adjunctive devices to aid in device deployment. There was pipeline braid collapse with onset date of (B)(6) 2019. There was pipeline fish-mouthing at the distal end with onset date of (B)(6) 2019..

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.